Manufacturer narrative:
The customer was sent replacement breast shields. The pump in style advanced (pnsa) starter breast shields were received on 8/25/2016 and evaluated by quality engineering on 9/2/2016. Only a visual examination was performed and found no damage to the breast shields. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016 that she was experiencing pain due to a fit issue with her pump in style advanced (pnsa) starter breast shields and developed a thrush infection. The customer stated that she was taking fluconazole, nystatin, and gentian violet to treat the thrush.